Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/9/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information b5: the procedure was a CABG. This medwatch report is in response to receipt of facility report # (B)(4). (B)(4). Date sent to the FDA: 8/9/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qbbqxz, 8702h56 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? Note: events reported via mw # 2210968-2021-01614.

Event description:
It was reported that the patient underwent an anastomosis procedure on an unknown date and suture was used. During the procedure, the suture broke during anastomosis. There were no adverse patient consequences reported. Additional information has been requested.